Event description:
Caller states the patient tested 4.2 inr on the coaguchek s system and 2.8 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.